Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the infection is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to remove the nail. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 6/16/2016, that a im standard nail implanted on (B)(6) 2014 to repair a fracture had to be removed due to extensive infection. Surgeon comment: "septic knee joint from the open tibia I felt. All debrided and healed until a few weeks before represented with this extensive infection involving the knee and nail. Two years later with healed tibia fx present with pus and skin break down at screw site and septic knee. Nail removed and canal reamed to remove membrane knee and tibia irrigated."